Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. No delivery alarm and weak battery alerts were also reported. Customer's blood glucose level at the time 541 mg/dl. Treated with insulin pump and manual injection. Troubleshooting was declined. Advised battery cap would be replaced.